Event description:
Information was initially received from a foreign healthcare provider regarding a patient who was receiving baclofen of an unspecified concentration at an unspecified dose rate via an implantable pump. It was reported that a serious problem was encountered during the dose adjustment process of an intrathecal baclofen pump implanted in a patient who was receiving spasticity treatment. It was further indicated that although a medically necessary dose adjustment was required for the patient, the manufacturer, sole authorized distributor of the device in turkey, refused to provide on-site technical service, citing the lack of local representatives in kutahya. It was further indicated that instead, the company declared that this highly sensitive and risky technical procedure should be performed by the physician, who in this case had not received the required device programming training. It was further reported that this situation directly threatens patient safety and raises serious questions regarding the company¿s legal responsibilities. Additional information was later received via (B)(6), reference number e-(B)(4). It wasindicated that the notification report issued by (B)(6) for the product named ¿synchromed-8637synchromed ii programmable pump¿ with barcode no 00763000689476, and serial no (B)(6), was delivered to their agency. In the report, it was noted as having been stated that on grounds the patient has applied to the notifying healthcare facility with the subject product implanted at tobb etü hospital and was hospitalized. A firm, acting as the manufacturer¿s service provider, was notified that the device needed a dose adjustment; that the firm initially declined the request due to the lack of a technical staff in kütahya province and for the cost concerns; that upon vigorous insistence, the firm dispatched a one-time technician and stated that no further technical personnel would be available; and therefore, if the device needed further dose adjustments, technical support could be provided from ankara, provided the patient's family covered the cost of personal transportation. It is also stated that the firm recommended that kütahya city hospital should have physicians perform the requested procedures from now on, even if they lack training in device adjustments. It was indicated that in this context, this approach directly threatens patient safety and constitutes a violation of the medical device sales, advertising, and promotion regulation. Additional information was received from a company representative on 2025-aug-14. It was indicated that the manufacturers service provider had already performed multiple dose adjustments for the physician, not within 24 hours but within couple days upon request. The local representative(s) remains in direct contact, and the next visit is scheduled for (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog serial# unknown, software version: unknown product type programmer, physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The patient was receiving baclofen with a concentration of 1000 mcg/ml with an initial dosage of 100 mcg/day. The baclofen (1000 mcg/ml) dose rate was changed to 124.9 mcg/day on (B)(6) 2025. There was no known cause or factor that contributed to the event. It was clarified that there was no need for hospitalization and there was no adverse effect or sign/symptom as a result of the event. It was further reported that there was no device issue, therapy issue, procedure issue, or programming error. The device was working properly. It was further indicated that there was not any adverse effect on the patient because of a device problem, nor was there any failure issue of the device. The reported event was instead about a physician¿s request for a pump programming on (B)(6) 2025, which was several days after pump implantation on (B)(6) 2025. The pump is implanted in (B)(6). Then the patient transferred to another city. A request for support with programming in a hospital in (B)(6) was made which is 320 kilometers away andara. The service provider visited the physician in (B)(6). During their visit, the service provider offered to give the clinic a programming tablet in order to perform programming or for issues in case of emergency. They also recommended that the physician organize some practical course about pump programming, but the physician refused this request. As per the pump logs, the baclofen (1000 mcg/ml) dose rate was changed to 150 .1 mcg/day as of (B)(6) 2025 and also changed to 200.0 mcg/day as of (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8840 serial# (B)(6): product type multiple therapy product h6 update: codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.